Event description:
It was reported that the patients deep brain stimulation (dbs) lead demonstrated high impedance during initial programming, and the healthcare provider elected to continue monitoring. The patient subsequently developed irritation at the dbs lead incision site. The patient later developed edema and underwent a procedure during which the right dbs lead was removed prior to completion. In the physicians opinion, the edema and reported event may have been associated with removal of the lead incision sutures. The onset of symptoms was not recalled but was described as delayed. The patient was treated with antibiotics and is doing well postoperatively. Device analysis was not performed, as the device was retained by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.